Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, and occlusion test. Insulin pump received with cracked reservoir tube lip noted.

Event description:
Customer reported via phone call that she was having high blood glucose. Customer changed the tubing and she still had high blood glucose. Customer's blood glucose was over 300 mg/dl. Customer's blood glucose at time of call was 425 mg/dl. Customer wanted the device replaced. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.